Manufacturer narrative:
(B)(4). Medical product: persona partial femur cemented cat#: 42558000301, lot# 63522281. Persona partial tibial cemented cat#: 42538000501, lot# 63463511. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 10764, 0001825034 - 2017 - 10765, 0001825034 - 2017 - 10766. Remains implanted.

Event description:
It was reported that three weeks after initial knee procedure a patient was experiencing an episode of tendonitis around hamstrings and thigh causing reduced range of motion. Patient was treated with physiotherapy targeted at patella relaxation.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: persona partial femur cemented item#42558000301, lot# 63522281, persona partial tibial cemented item#42538000501, lot# 63463511, palacos bone cement lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Compatibility check noted no issues. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.